Event description:
It was reported that the right atrial lead exhibited loss of sensing. The lead was capped during routine device change out procedure. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).